Event description:
The customer stated that a laboratory operator had her left hand pierced by a dimension rxl max with hm instrument photometric sample probe. The operator received anti-retroviral therapy from a physician in the hospital where the lab is located.

Manufacturer narrative:
The siemens customer care center (ccc) was contacted by the customer. The ccc worked with the customer and determined that the operator was trying to add a sample to the segment while the instrument was pipetting samples. The ccc determined that there was no instrument malfunction during the time of the event. The cause of the operator's pierced hand is user error. The instrument is performing within specifications. Further evaluation of the device is not required.